Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during the preparation the impella console (aic) had a broken purge disc. A replacement was sent to address the issue. No patient was involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. Upon examination of the console, it was confirmed that the purge disk retainer on this console was broken. Part where retainer was fastened to the purge pressure sensor assembly was no longer intact. The root cause of this issue is a broken purge retainer. G.3 date device was returned to the manufacturer was incorrect on the initial manufacture device report. The correct date (16-oct-2023) was added in this report.